Manufacturer narrative:
An investigation of this incident has been initiated. The customer has been sent a copy of kc5-gcs info 2005-02 "recommendations for subculturing positive bact/alert culture bottles" with recommendations and instructions for venting bottles with high gas procedures. The package insert cautions that "positive culture bottles should be transiently vented...to release any gas produced during microbial metabolism." The user does not claim any injury due to the event although she was splashed with blood which had registered positive with e. Coli. No medical treatment was reported.

Event description:
The bottom of an inoculated bact/alert fn plastic bottle removed from the incubator broke into pieces when it was set out to cool down. The customer, who was splattered with blood which had tested positive with e. Coli, was not harmed and no medical treatment was required. There is a potential for an adverse event were this to recur; the user could be exposed to bacteria samples that can have significant health effects.